Event description:
It has been reported to philips that the wireless footswitch was not functioning. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that wireless footswitch was failing. The wireless footswitch has been replaced that the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was not in clinical use. Per the information collected, the wi-fi indicator on the footswitch was flashing red and battery indicator was off which indicates that there was an error in the wireless connection. The wireless connection with the base station was re-established after replacing of the wireless foot switch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.